Manufacturer narrative:
Hamilton medical ag complaint number: (b)($). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: immediately after switching on, the device shows stripes on the display and gives a continuous alarm.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be a defective ip esm. In consequence the ip esm was replaced and all service software and functional tests were performed. Unit passed all tests and was then operational. There was no patient or user harm.

Event description:
Hamilton medical ag received the following event description: immediately after switching on, the device shows stripes on the display and gives a continuous alarm.